Event description:
It was reported the zxt150 intraocular lens (iol) was implanted into the patient¿s ocular dexter (right eye). The iol was explanted in a secondary surgical procedure due to complaints of blurry distance vision, hazy, glare and replaced with a non-johnson & johnson surgical vision lens with 19.5 diopter. There was no serious patient injury and no vitrectomy however there was planned incision enlargement and planned suture(s). Patient outcome post-lens exchange was reported as improved but patient is seeing retina specialist for an unrelated issue. Iol is not available for return as it was discarded. No further information is available.

Manufacturer narrative:
Date of event: unknown as information was not provided, the best estimate date is between 03-oct-2018 and 08-jan-2019. Device evaluated by MFR: 81: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.